Event description:
It was reported that the patient presented to the emergency room experiencing pain, redness and swelling at the incision area. The patient was provided antibiotics and sent home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.